Event description:
It was reported as a general comment that during vessel closure using a prostyle device relative to a procedure, an unspecified issue occurred. It is unknown how hemostasis was achieved. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated. D4: the UDI is not known as the part and lot number were not provided.